Manufacturer narrative:
A review of the kit batch records was performed. Cellex procedural kit lot y305 met all manufacturing and final test requirements. The kit was returned for examination and performed as designed with no defects or leaks observed. Based on this evaluation, the complaint could not be confirmed. (B)(4).

Event description:
Customer reported system pressure alarms occurred during a therakos cellex blood prime procedure, when approximately 200 to 250 ml whole blood was processed. The customer stated the volume in the collect line appeared foamy near the collect pressure sensor. No blood leak was apparent at the time of the alarms, so the customer proceeded to process another approximately 300 ml blood, proceeding to the buffy coat phase. At this point, it is estimated that blood was being returned to the patient. When approximately 500 ml of whole blood had been processed from the patient, a blood leak was found at the pressure dome sensor connection. At the time the leak was discovered, the treatment was aborted per direction from attending physician, and no processed blood and anticoagulant in the kit was returned to the patient after the treatment was aborted. The patient was administered prophylactic antibiotics and cultures were performed on the day of the event and on the following day. The kit was also cultured. All cultures were negative after 5 days. The patient was sent home, and scheduled to return to the hospital the next day for another ecp treatment. There were no reports of patient harm as a result of this incident.